Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient's grandchild climbing all over them and inadvertently twisting the lead. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2025, the patient presented with a head cold and congestions and an x ray was ordered. On (B)(6) 2025, the results for the xray showed that the patient's lead was twisted. The patient did not present with any symptoms or complaints, and a device check was ordered for (B)(6) 2025. The lead impedance was stable, and the patient was doing well. It was noted that the patient's grandchild climbs all over them. It was decided that a pocket revision was the best resolution, and a surgical consult was conducted on (B)(6) 2025. A lead revision occurred on (B)(6) 2025. The patient was seen for a wound check on (B)(6) 2025. There were no further complaints and the incision site was healing nicely.